Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The increased intra-peritoneal volume (iipv) event was not confirmed during service history review. No nonconforming product was identified. While the initial drain alarm setting could have contributed to the reported issue, this could not be confirmed as the device was not returned and the logs not reviewed. The direct cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt full during dwell one on the homechoice (hc). The hp was connected at the time of the event. The caregiver (cg) stated that the hp felt too full and the hp was in drain for a minute and then the hc advanced to the fill phase. The cg stated the hp did not perform an initial drain. The cg stated the hp had filled with 1500ml manually. The technical service representative (tsr) reviewed the programming. The fill volume (fv) equaled 1800ml, the tidal volume equaled 85%, the tidal ultrafiltration (uf) equaled 250ml, the last fill volume (lfv) equaled 1500ml, and the initial drain alarm equaled 0ml. The tsr assisted the cg in performing a manual drain. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.